Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation; the stent was not positioned on the balloon between the marker bands as per specifications. The distal portion of the stent appears to have moved distally over the distal marker band. The proximal portion of the stent appears to have moved distally from the proximal marker band. Deformation was evident from the 6th to the 20th stent wraps with struts raised, bunched and overlapping. No deformation was evident to the distal tip. The guidewire lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity drug eluting stent to treat a severely calcified lesion located in the left anterior descending artery, exhibiting 95% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues identified. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that the stent failed to cross the lesion due to use of the device in difficult lesion morphology. Patient status post-procedure is alive with no injury. When the device was returned to the manufacturing facility, it was noted that the stent was deformed.